Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular thickening and contracture, left adenomegaly, lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular thickening and contracture, baker grade unknown, left adenomegaly and seroma.

Event description:
Patient reported left side "change of breast implants should be performed in order to avoid complications such as large cell lymphoma associated with late seroma and capsular contracture" , "capsular thickening and left adenomegaly", "irregularity of contours" and seroma. The device remains implanted. Patient was prescribed anti-inflammatory medicines as treatment.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV. The device has been explanted.